Manufacturer narrative:
A ge service representative performed an on site investigation. The described failure could not be duplicated. However, identified the need to replace the ffd pcb battery. Replaced the battery. The system was tested and found to be working as intended and placed back into service. Following the initial investigation, advised facility to consider replacement of the single board computer (sbc) to address intermittent boot. If additional information is received, it will be reported as required.

Event description:
It was reported that the 9800 system displayed a communications error and had to be booted several times (4x) & (2x) before the error was cleared. There was no report of patient involvement.